Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 2.5x15 trek, inflation device: copilot. Evaluation summary: the device was returned for analysis. The reported material rupture was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint database revealed no other similar incidents reported for material rupture from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 3.5x23 xience alpine stent delivery system (sds) was prepared according to the instructions for use without issue. The non-chronic, but 100% occlusion in the non-tortuous, non-calcified mid left anterior descending coronary artery was predilated with a 2.5x15 trek at 14 atmospheres for 30 seconds. The sds reached the lesion without resistance, but the balloon ruptured with the first inflation at 10 atmospheres. The entire sds was removed from anatomy without incident. The stent was post dilated with good result. Two more xience alpines were deployed without incident. Additional information received from the physician indicated blood was noticed when negative pressure was applied, but it is possible that the handle of the copilot may have been slightly turned causing the balloon to suck down. There were no adverse patient effects and no significant delay in procedure. No additional information was provided.